Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer reports black foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that fm like small black dust was in the blood collection tube.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer reports black foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that fm like small black dust was in the blood collection tube.